Manufacturer narrative:
The received device had the needle mechanism deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin; the download data showed no signs of struggle. The formed needle was visible in the exposed portion of the soft cannula, however fluid was able to exit the fluid path as normal. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 435 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Pod was removed and additional method of treatment was not provided. The patient's blood glucose and ketones history are as follows: (B)(6).